Event description:
A report was received that the patient had an allergic reaction to the lidocaine administered during the trial implant procedure. The patient symptoms were hives, sore throat, and a burning sensation on the tongue. The patient was given benadryl and antibiotics and was reportedly doing fine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50e, serial#:(B)(4), model description:st linear trial lead, 50cm with pre-loaded 0.014 inch stylet (streamlined) the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.